Event description:
It was reported that the patient received ineffective pain relief from their spinal cord stimulation (scs) system. The patient was hospitalized and underwent a procedure in which the entire scs system was explanted. No additional adverse patient effects were reported. The patient has been discharged from the hospital. The explanted devices will not be returned as they were discarded at the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family scs-linear leads-MRI. Upn m365sc2408560. Model sc-2408-56. Serial-lot/batch : (B)(6).